Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rx verify request rejected and now the cabinet was asking for a validation code instead of requesting. A technical support specialist (tss) found that the cabinet was offline, and the facility had been experiencing internet issues. The pharmacy was able to provide a code to the nurse to issue the medication. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, rxverify request got rejected, cabinet had asked for a validation code instead of requesting, and it was found to have been offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.